Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report, a f/u report will be sent once analysis is available.

Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function. Per analysis findings pump passed all non-destructive testing; lab was able to establish telemetry and program the pump.

Event description:
It was reported that they were unable to take telemetry after implanting the pump. During the pump preparation, it seemed that it took time to take telemetry than usual. Then, after the implant, telemetry was tried for programming, but the doctor could not take telemetry, so a new pump was used instead. After the pump was explanted, telemetry was taken and the event log showed "pump memory error."